Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 23 warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes chapter 11 / page 115 infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: ¿ leakage or scent of insulin, which may indicate the cannula has dislodged ¿ signs of infection, such as pain, swelling, redness, discharge or heat

Event description:
It was reported that a skin irritation causing patient to itch and pull on the pod occurred while wearing the pod for longer than 48 hours. Symptoms began on (B)(6) 2018. The patient was taken to her pediatrician, who diagnosed her with dermatitis and was told to use hydrocortisone for treatment.